Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following. It was reported by customer that chemo found dripping from connection in the IV tubing. Able to resecure and continue the infusion. The second event the next morning at 0800. With this medication, air bubbles are very common, so they often have to remove the tubing from the pump and flick it to move the bubbles up.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Additional data: b7, d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No additional information was provided